Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported tip separation was confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported kinks were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. It should be noted that the supera peripheral stent system instruction for use states: advance the catheter over the guide wire and through the introducer while controlling the guide wire. Precaution: insertion of the supera peripheral stent system should always be performed under fluoroscopic guidance. If unusual resistance is met during catheter introduction, the system should be withdrawn and checked for damage. Based on the reported information, in this case, it is likely that the force used to push or advance the sess through the narrow anatomy against resistance kinked the shaft causing the break in the ratchet ear. During retraction the sess encountered resistance with the previously implanted stent causing the stent to deploy in the introducer sheath and the tip and inner member separation. The investigation determined the reported/noted difficulties of tip detachment, shaft kinks and difficulty to remove appear to be related to circumstances of the procedure. During retraction the sess encountered resistance with the previously implanted stent causing the stent to deploy in the introducer sheath and the tip and inner member separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Correction to quality analysis: in this case, the reported violation of the IFU did not cause or contribute to the reported complaints as some force is required to advance or remove the device given the clinical situation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: vassallo support; sheath: parent 6fr 23cm. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded left superficial femoral artery. A 6.0 x 120 mm supera peripheral stent system was used; however, the diameter of the vessel lumen was narrower than the stent diameter because of calcification. Therefore, the device was forcefully pushed and the catheter became kinked. Therefore, the supera was removed without deployment; however, there was resistance during removal with a non-abbott stent that was previously implanted so force was applied. The tip of the device then separated and the stent fully deployed inside the introducer sheath. The tip of the device was removed from the anatomy by cutting part of the introducer sheath, and the supera stent was removed inside the introducer sheath as a single unit. A non-abbott microcatheter and non-abbott balloon catheter were used. Non-abbott stents were then implanted and post-dilatation was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.